Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
The customer¿s blood glucose (bg) level was displayed as ¿low¿. However, a specific value was not provided. Cause was not known. Tandem¿s technical support tried to obtain additional information. However, no response was received. No additional patient or event information was available.